Event description:
It was reported that stent dislodgment and difficulty removal were encountered. The target lesion was located in left anterior descending (lad) artery. A 38 x 2.50 promus premier was used for treatment, during advancing resistance was encountered in the middle third of the lad. The physician tried to removed the stent and it was stuck in the proximal third of lad. During retrieval the stent was dislodged from the balloon. After multiple attempts the device was unable to retrieved. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. The promus premier ous mr 38 x 2.50mm stent delivery system (sds); was returned for analysis inside a guide catheter which was inside an introducer sheath. A guidewire was returned in the device wire lumen. There was no stent on the sds balloon. A damaged stent was retuned on the guidewire. The stent was damaged and stretched. The balloon was reviewed. There was no stent on the balloon. Balloon appeared folded with dried saline solution evident inside. It did not appear that balloon had been inflated. A visual and microscopic examination found no damage to the tip. The stent was removed from the guidewire and the sds was withdrawn into and removed from the guide catheter/ introducer sheath without issue. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found that stretching of the shaft polymer extrusion had occurred at the port bond site. The od of the returned guidewire was measured using snap gauge and the result was 0.0135. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment and difficulty removal were encountered.the target lesion was located in left anterior descending (lad) artery. A 38 x 2.50 promus premier was used for treatment; during advancing resistance was encountered in the middle third of the lad. The physician tried to removed the stent and it was stuck in the proximal third of lad. During retrieval the stent was dislodged from the balloon. After multiple attempts the device was unable to retrieved. No further patient complications were reported.